Manufacturer narrative:
D9 - date returned to manufacturer: 9/20/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was put through downstream occlusion and accuracy testing and it performed as intended with no issues found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative recharged the unit for 72 hours, recalibrated the downstream occlusion (dso) sensor, and updated software. The pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion (dso) sensor is defective. There was unknown patient involvement.